Event description:
It was reported that a spectrum pump did not recognize a closed door. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to door not fully latched messages, which were reproduced while attempting to run a loaded set. The messages were found to be caused by loose link screws. The screws were replaced.